Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 4.2 mmol/l (mobile system) and 2.1 mmol/l (performa system). Customer felt "unwell" at the time of the 4.2 mmol/l result. Customer's husband treated her with "a few lollies." No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa system. (B)(6).